Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th june, 2023 getinge became aware of an issue with one of surgical lights - lucea 100 .it was stated the headlight cover was cracked. The photographic evidence confirmed it and also showed that the rubber stopper was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 26th june, 2023 getinge became aware of an issue with one of surgical lights - lucea 100 .it was stated the headlight covers were cracked. The photographic evidence confirmed it and also showed that the rubber stopper was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight covers were cracked. The photographic evidence confirmed it and also showed that the rubber stopper was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Base on an information gathered, defective l100-set upper cover + handle support (ard368616555) and s/a lower cover with fork - l100 (ard368614998) were replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. As stated by the subject matter expert at manufacturing site, cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea 50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Regarding the rubber cap, because of the material is made of, it is not possible that the cap could be torn with missing particles. According to the picture provided , the most likely explanation is that part of this cap is inside headlight. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 26th june, 2023 getinge became aware of an issue with one of surgical lights - lucea 100 .it was stated the headlight covers were cracked. The photographic evidence confirmed it and also showed that the rubber stopper was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
On 26th june, 2023 getinge became aware of an issue with one of surgical lights - lucea 100 .it was stated the headlight cover was cracked. The photographic evidence confirmed it and also showed that the rubber stopper was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.